Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. As the pump was identified as a backup out-of-warranty unit and the customer was already using an in-warranty pump, no replacement was needed or warranted.